Manufacturer narrative:
(B)(4). If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of an event which occurred in the pai region involving pentax video ultrasound scope eg-3670urk. In the event reported, it was stated that there was no video image. The anomaly was identified in the procedure room before use. There was no adverse event reported with this complaint. The device was returned to pentax medical service facility on service order (B)(4) where it was evaluated, and the user narrative was not confirmed. Inspection findings are as follows: fluid invasion in ultrasound connector; insertion tube bump under the root brace; customer complaint not duplicated; passed wet leak test; ultrasound image noise/ interference; distal body chipped; passed dry leak test; corroded ultrasound connector body; eus cable single/ long buckled at us connector root brace; ultrasound connector casing mild discoloration; ultrasound image has broken channel; ultrasound connector body corrosion on main circuit board; air/ water socket cylinder o-ring chipped; distal body scratched the device was repaired and returned to the use on delivery number (B)(4). Parts replaced: o-rings and seals; us connector body pb-free; o-ring (2x3.3); o-ring specia lfor us connector a review of the service history indicates the device is routinely serviced at a pentax service facility. No other information provided.